Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant medical products: 693565 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the patient is deceased and the patient had an apparent sudden cardiac death. It was further reported that clinic review of device episodes show evidence of repeated high power therapy delivered on the date of the patient death and it is unclear as to whether therapy was successful. The patient is reported to have died due to an apparent arrhythmia. The device was further noted to have been explanted without disabling detections.